Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the forcible and repeated bending during the surgery. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert states in the following section: <warning and precaution> important basic precautions: (3)when load beaning capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. This report is being submitted as a medical device report is an abundance of caution. Lot #(device manufacture date): m15808b717(10/22/2015), m15810b721(10/28/2015).

Event description:
A patient underwent high tibial osteotomy (hto). During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a set of internal fixation device (a metal plate and bone screws) and implanted a piece of this product (bone void filler) trimmed to fit to the shape of the bone defect. However, having trouble in making the plate fit the shape of the tibia, the surgeon repeatedly bent the plate. Radiographs taken two weeks after the surgery showed a fracture line from the lateral tibial plateau. With the judgement that the fracture would heal in a short time, the surgeon did not carry out any particular treatment for the fracture. Six weeks after the surgery, the patient complained of a pain in the patient's affected lower limb. The surgeon observed plate breakage. Thus, the surgeon carried out a second surgery. In the second surgery, the set of internal fixation device implanted during the first surgery was replaced with a new one.